Event description:
It was reported that, at implant, this right ventricular lead was placed very septal and it curved back toward the right atrium. The field representative reported that the patient showed hemodynamic compromise at pocket closure, likely due to lead perforation. An echocardiogram was performed which confirmed cardiac tamponade. Pericardiocentesis was performed, the patient was intubated and vasopressors and blood products were administered. The patient was transferred to a hospital where they expired on the operating room table. Location of device and leads is not known.